Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. No unexpected constant tone anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected alarm anomalies noted. No unexpected constant tone anomalies noted.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over of 378 mg/dl. At the time of incident. Customer was able to rewind the insulin pump. Customer stat that they received the unexpected restart problem with insulin pump. The insulin pump will be returned for analysis.